Manufacturer narrative:
Per the customer technical specialist (cts) stated that the customer performed the disinfect cycle resolving the wbc and plt background issue. The field service engineer (fse) discovered a hole in I-beam tubing through pv43 (pv43 is activated by lv47). The fse replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported a leak of approximately 400 mls of blue fluid coming from behind the peltier box on the main panel of the coulter lh 500 hematology analyzer; the leak was not contained within the instrument. The instrument was also failing wbc and plt backgrounds upon startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.